Event description:
Major pump unit(s) involved: blood pumpspecific component(s) involved: inflow graft malfunction/malposition

Event description:
Major pump unit(s) involved: blood pumpadditional text: high inflow velocity with cannula pointing toward septum, need to reorientspecific component(s) involved: inflow graft malfunction/malpositionadditional text: inflow cannula pointed toward septum, reorientation procedureother component:causative or contributing factor: no specific contributing cause identifiedother cause:intervention(s): other interventions, specifyother intervention : (B)(4) 2010 lvad device revision of inflow cannula locationimplant device type: lvadmalfunction device type: